Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they wanted to know if they could have xray of their hip. Patient stated the xray was not related to the mdt device or therapy, and mentioned that they think the sciatic pain is due to the placement of the ins. Patient stated having sciatic pain due to implant, and that where the ins was implanted caused them to sit funny which was causing the sciatic pain. No further complications were reported or anticipated.